Event description:
Patient reported the infusion device displayed an e8 power interrupt error and the up button is damaged. The error message could not be cleared, and the infusion device was replaced and requested for evaluation. His blood glucose was 110 mg/dl, and he did not require treatment from a second party or healthcare professional as a result of this issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage. As a result of the defective button, the pump correctly triggered an unclearable e8 error message and the other buttons do not respond to commands.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.